Event description:
It was reported that the ventricular lead showed loss of capure, over and undersensing. Additional information received indicated that the atrial and the ventricular leads had dislodged and were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. Despite multiple attempts to obtain such information from the reporter, medtronic is unable to provide complete information. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: (B)(4): outer insulation breached depression, distal segment received. (B)(4): outer insulation breached depression, there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation had a cosmetic depression; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.